Event description:
Customer reported she changed her infusion set and the insulin pump was alarming no delivery and it was making noises. Customer's blood glucose was unknown. Customer hung when call was being transferred, unable to perfume troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.